Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer's insulin gauge displayed 0 units of insulin when there should have been more insulin available. Then, the customer was unable to load multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose (bg) level was 340 mg/dl, which was addressed with a correction bolus. Subsequently, the contact reported that the customer experienced elevated bgs and was unsure if the bgs were directly related to the alarm. Contact declined further troubleshooting with tandem's technical support, and will use manual injections as alternate insulin therapy.

Manufacturer narrative:
Fill estimate issue- no failure identified.